Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. A 3.00 x 32 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the distal stent strut was damaged. The procedure was completed with another of same device. There were no patient complications reported.